Event description:
It was reported that the customer received a failed battery test, even after they replaced the batteries. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Pump received with failed battery test alarm due to battery tube connector not plugged in properly, after plugged in the battery tube connector pump passed the operating currents. The insulin pump has cracked case at display window corners, reservoir tube lip and minor scratched display window.